Event description:
The patient presented in the emergency room for dizziness and had complete heart block. It was reported that the ventricular lead exhibited intermittent capture due to dislodgement. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.